Manufacturer narrative:
Testing revealed that the motor shaft extension had loosened and was loose from the motor.

Event description:
Underdelivery reported. The pump was set to infuse cisplatin, total bag volume of 1152ml over 5 days at 9ml/hr. Pt was seen in the dr's office every morning for the first two days of therapy everything appeared fine. On the third day, there seemed to be more than expected in the container, but the display indicated expected delivery amounts. On the morning of the day 4 the display had continued to increment as expected, but there was a noticable underdelivery. The pump was switched out and the remaining volume re-calculated to run over 48 hrs. The second pump delivered as expected. With the initial pump, pt had reported only one air alarm that was easily cleared. There were no visible kinks, upstream occlusions or obstructions in the spike area. There were no adverse effects to the pt.